Manufacturer narrative:
The complaint of cracks on item nc100 could not be confirmed by the investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be performed due to lot number for this complaint was unknown.

Event description:
It was reported that, on an unknown date, a neutron¿ generated a leak. The reporter stated, "bedside registered nurse (rn) stated that orientee placed new neutron valve at 1538, preceptor heard "loud tightening" of the valve and advised orientee not to place too tight. Rn flushed the line and fluid and blood squirted out of a crack in the hub.¿ there was unknown patient involvement and no harm was reported.